Manufacturer narrative:
Concomitant products: w1tr03 crt-p was implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited high thresholds. It was further reported that the right atrial (ra) epicardial lead exhibited noise with elevated thresholds. The epicardial leads were capped and replaced. No patient complications have been reported as a result of this event.